Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced a strong sensation when he increased his stimulation amplitude. The patient stated he felt the sensation in his leg which then moved close to his scs ipg site. A sjm representative met with the patient and a system diagnostics showed multiple lead contacts with low impedances. The representative reprogrammed the patient's scs system. On (B)(6) 2014, the patient complained his scs stimulation was intermittent. A system diagnostics show low impedances again. X-rays taken revealed the patient's scs leads migrated down around the ipg. Follow up on (B)(6) 2014, identified the patient underwent surgical intervention to revise his scs leads. The physician repositioned the leads and secured them with anchors. The patient reported receiving effective stimulation therapy postoperative.